Event description:
Adverse event: "bothered by halos" (halo). Product problem: "none reported" (no info [iol (intraocular lens)]. A retired physician reported that following intraocular lens (iol) implant surgery, he was bothered by halos. The iol was exchanged in (B) (6) 2008. In (B) (6) 2010, the physician reported he had a retinal detachment with scleral buckle which was repaired with a vitrectomy. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/01/2010, 03/02/2010, and 03/17/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)